Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed march 20, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014. This report is filed january 27, 2015.

Event description:
Per the clinic, the patient experienced recurring infection. Subsequently the patient was prescribed four courses of oral antibiotics (duration not reported) on (B)(6) 2014. The patient also experienced wound dehiscence and skin breakdown which led to partial device extrusion. The implanted device remains.